Event description:
The user underwent a revision surgery for skin repair over the implant area as the device extruded through the skin. The implant is functioning well after the surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a skin flap revision surgery due to an extrusion of the device through the skin. Reportedly the skin was very thin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The device remains implanted and in use. This is a final report.

Event description:
The user underwent a revision surgery for skin repair over the implant area as the device extruded through the skin. The implant is functioning well after the surgery.